Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
The insulin pump was monitored for several days. No unexpected boluses noted. The insulin pump was received with max bolus set to 12.0u. The insulin pump history download shows that on (B)(6) 2015 the pump had a 12.0u bolus programmed at 12:41am and at 12:59am. We were unable to confirm button press for these bolus deliveries due to erased button press history files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported that customer received a double bolus of 12 units within one hour. Emergency medical technicians were called as customer was unconscious. Customer was hospitalized on (B)(6), 2015 with blood glucose of 20 mg/dl. Customer was hospitalized due to hypoglycemia. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer's father requested for insulin pump to be replaced due to not being sure if over-bolus was caused by insulin pump of customer.